Manufacturer narrative:
Modifications were made to the armrest post distribution by the user. Should further information become available, a follow-up report will then be issued.

Event description:
Alleges armrest came loose while taking a turn. Armrest was repaired after the alleged incident.